Manufacturer narrative:
On an unreported date five days prior to hospitalization, the patient manifested cloudy effluent. Fifteen days prior to the receipt of this report, the patient was hospitalized for the event of peritonitis. The patient ¿did not get better¿ and the patient was switched to different antibiotics (drug names, doses, frequencies, and durations not reported) for peritonitis. Thirteen days after admission, the patient discharged from the hospital. On an unreported date, the patient experienced sepsis. On an unreported date, the patient died. The cause of death was sepsis and it was not reported if an autopsy was performed. It was not reported if dianeal therapy remained ongoing until the time of death or if the patient was performing therapy at the time of death. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. It was not reported if the patient was hospitalized. It was reported the event was suspected to have been caused by ¿the use of camex joint¿, however additional information regarding the camex joint was not able to be obtained. On an unreported date, the patient was treated with unspecified medication for the peritonitis. Treatment was ongoing at the time of report and the patient had not recovered. Action taken with pd therapy was not reported. No additional information is available.